Event description:
Reporter alleged, the lancet needle from the multiclix lancet device used in finger-stick blood glucose testing would not retract and was visible after the device was fired. No actions were reported taken or treatment received. A request had been made for the return of the suspect product and replacement product was sent. After receipt of the suspect device, the product evaluation determined the lancet needle does not retract after it was used.